Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient had stopped using the stimulator a year after implant because the stimulation felt like a burning sensation. The indication for use was complex regional pain syndrome type I. No device issues reported. Additional information was received from the patient. The patient clarified that the battery site would get hot and felt like it was burning during use and charging made it worse. Patient reported more pain than relief. Patient reported adjustments were done but did not work. Patient was scheduled for replacement.